Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient could not change the location of the pulse (stimulation). The patient further stated that it was pulsing them at the rectum instead of the vagina and confirmed that it was uncomfortable stimulation. The patient stated that the stimulation was not in the right location and confirmed that it was right in the back and that the stimulation was for bladder control but they didn't feel it in their vagina at all. The patient was on program 1 and the stim was on. The patient changed to program 2 at 1.8v and confirmed the stimulation was confirmed but stated still at the rectal area. The patient then changed to program 3 and confirmed stim at 1.6 v but still in the rectal area. Then, the patient tried program 4 and at 1.0 v, this was found to be very uncomfortable stimulation and still in the rectal area. The stimulation then was decreased to 0.9v and they stated they didn't feel stimulation. The patient also reported they had some tests done, EKG (electrodcardiogram) and heart catheterization, and stated they had some pain in their lower back. The patient was still trying to determine if the stimulator was causing the pain. It was reported that they turned the device off for several days after that to see if the pain would be eliminated. The patient went on to say that the pain did decrease some. They were now feeling stimulation right over the implant site. No further complications were reported as a result of this event.